Event description:
A malfunction was reported on a customer's pump, where the screen would remain dark and not turn on. Despite the issue, there was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, including charging the pump and performing a reset, which eventually resolved the issue, allowing the customer to continue using the pump without further problems. There was an agreement that the customer would contact support again if the malfunction recurred. The pump then became unresponsive and was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.